Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005465 - the dentist reported that, almost 3 months after the dental implant installation in intraoral region #5, its non- osseointegration was observed. Forty-five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type iii.